Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touchscreen was returned for failure analysis, but the reported issue could not be replicated. System logs found error 75 indicating the failure occurred in the field. A visual inspection found no issue related to the complaint. The unit was installed onto the golden system where it functioned as expected. Calibration was done with no issue; it was responsive. The system ran 10 power cycles, but the reported complaint could not be replicated. The complaint was not confirmed based on failure analysis. Although the error codes point to the touchpad, the probable root cause cannot be traced more specifically based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the field service engineer (fse) and reported that they had a surgeon side console (ssc) that gave error 75. Even after a hard shutdown, the ssc gave a black screen and error 75. The customer said that they could work further because they were able to use a spare ssc. The customer wanted the fse to come and repair the system. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touchscreen due to error 75 and black screen. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the touchscreen. A follow-up MDR will be submitted if additional information is obtained.